Event description:
It was reported that catheter removal difficulties were encountered. A 20 x 3.50 rebel stent was successfully deployed to treat the target lesion. Following deflation, the balloon of the stent delivery system (sds) was removed out of the stent. The physician re-entered the sds for second inflation, however, the device could not pass through the implanted stent. Subsequently, as the physician removed the sds, it was noted that the balloon was not wrapping well. More resistance than normal was encountered as the device was pulled out of the guide and the non-bsc touhy. The sds was pulled out with a little effort and an attempt to re-enter the sds through the touhy was made but failed. The sds was then removed and the rebel stent remained fully deployed and apposed in the lesion. The procedure was completed and no patient complications were reported. The patient's status was stable with great angiographic results.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).